Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was missing electrode. The customer¿s blood glucose level was unknown. It was reported that when customer removed the sensor the electrode was missing. The sensor will not be returned for analysis.